Event description:
It was reported the ultrasound gastrovideoscope will lose connectivity, it will lose image intermittently during an endoscopic ultrasound therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: probe transducer sealant is missing. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to a component failure which means expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.